Event description:
It was reported that the procedure was being performed in the intensive care unit. During placement into the pt's internal jugular, the physician experienced difficulty when trying to reposition the needle. He tried to pull back the wire and the wire became caught on the needle and cut the wire. The wire was not cut in two but appeared more shredded. As result, another wire was used successfully to complete the procedure. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The catheter was placed successfully and the procedure was concluded.

Manufacturer narrative:
(B)(4). Sample will not be returned.